Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for market within the united states

Event description:
Patient revised on (B)(6) 2021 for dislocation . Patient with alzheimer disease and apparently agitated on waking and exposure during the first operation was very difficult ( patient with obesity). Surgeon remove the 36/+3 humeral cup and replaced it with 36/+9.